Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a CABG procedure on an unknown date, a zipfix needle broke. When closing the sternum, the surgeon started to push a zipfix through and the needle broke off the zip about a centimeter from the end of the needle. A new zip fix was opened. Procedure outcome and patient status are unknown. This report is for a sternal zipfix with needle. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that procedure was completed successfully with no delay. There was no patient injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1,a2, a3, a4. A1: patient ID also reported as (B)(6). B5, b7. H4, h6: part: 08.501.001.20s. Lot: 122p644. Manufacturing site: bettlach. Release to warehouse date: july 01, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.